Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that the unit turns off frequently. It was further reported that the unit goes to standby even though there is no tension on the cord.